Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.

Event description:
It was reported that the patient underwent interbody fusion l5-s1 for degenerative disc disease in 2008. Removal of implants at l5-s1 in 2010 which showed a solid fusion. Bilateral si joint steroid injections on (B)(6) 2011. On (B)(6) 2011 the patient presented with back and lower extremity pain. The patient described her pain as an aching sensation in her low back that radiates into her buttocks and hips along with stabbing, aching, numbing, and burning pain in the left lateral calf with numbness in her toes. Patient reports chronic abdominal complaints, chronic constipation. Per the physician's notes, "independent visualization of l-spine radiographs dated 9/9/11 shows interbody cage l5-s1 with good anterior bony fusion mass. No instability in flexion or extension. Independent visualization of l-spine CT scan dated (B)(6) 2011 shows anterior and posterior fusion at l5-s 1 with mild/moderate changes at l3-4 and l4-5. There is some possible mild bony encroachment in the left l5-s1 foramen." Patient was diagnosed with failed back surgery syndrome, chronic left lower extremity radiculopathy, and chronic pain syndrome. Spinal cord stimulator was recommended. It was reported that the patient developed injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.